Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the one adhesive issue with the cleo 90 infusion set and two painful infusion sites. The first cleo 90 infusion set attempted did not adhere upon insertion, despite following the sticks/tap/rocking method. The patient changed their infusion site because it became painful. The patient noted their glucose was a little high. Infusion set was started to peel up. The infusion set was loose and leaking. There was no visible kinks, twists, or tubing damage and no adhesive secure or peeling at infusion set. There were a patient involvement and no patient harm or no patient injury.